Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found an output anomaly. The device was tested on the bench and the hv output circuit component exhibited an anomaly.

Event description:
This report is to advise of an event observed during analysis.